Manufacturer narrative:
Subject device returned and evaluations completed. The manufacturing documents were reviewed and no complaint related issues were found. A manufacturer evaluation was conducted. It reported the device as received condition: head is separated from the inserter, no damage to guide. It concluded: the device inspection of the hammer guide did not show any abnormality and passed all functional tests.

Event description:
The hospital orthopedic coordinator reported an event which occurred on (B)(6) 2011 during an unknown procedure when they tried to tighten and loosen the inserter for the ti elastic nails when it fell apart and dust fell out. The consultant reported finding the device in three (3) pieces and the chuck position of the inserter had stripped threads. Consultant remarked the account is also concerned that the threads for the hammer guide may be stripped. This complaint is for one device, the inserter for the ti elastic nails. This is report 1 of 1 for complaint (B)(4).